Manufacturer narrative:
The subject device has not yet been received for evaluation. The scope was placed in quarantine until the site internal investigation at the facility has been completed. To date , there was no patient infection reported. No patient harm was reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope bf-h190 was used on an outpatient endobronchial ultrasound bronchoscopy (ebus) procedure. According to the reporter, after the procedure was completed, the scope underwent reprocessing and during cleaning, it was determined that the scope was found with puncture and failed leak testing. The scope was then placed in the cabinet with a caution yellow tag attached to the device however, on (B)(6) 2020, the respiratory therapist retrieved the scope for a new case without paying attention to the yellow caution tag and the scope was used on a patient. According to the reporter, there was no patient issue related to the reported incident. The scope was placed in quarantine until the internal investigation at the facility has been completed. There was no patient harm or impact reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Service history was performed and there has been no service activity for the device that is related to this complaint. It was reported that the scope had failed the leak test and had been reprocessed and was then used on a patient. Based on investigation results, it was concluded that the reported issue was attributed to user mishandling of the device. Per user¿s manual: warnings and cautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. From above, we judged that there was deviation from IFU.